Event description:
The pt complained of having developed necrosis of both feet following a bilateral bunionectomy with hallux limitus procedure. Pt has not confirmed the identity of her dr. F/u pending further info from pt.

Manufacturer narrative:
The pt underwent surgery in 2007, for bunions. The pt reported that she had developed necrosis of both feet. The pt contacted the helpline to ask questions about the pump and medication. After several attempts, no add'l info has been obtained from the initial rptr. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.